Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the audio output of their device was inoperative. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that the audio output of their device was inoperative. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was found that the issue was due to a logged event code. After clearing the code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.